Event description:
It was reported that catheter was placed successfully in 2005 for labor and delivery. Catheter was removed, post c-section, and approx. 3 - 3.5" of catheter was retained in patient. Retained piece was removed by surgical incision. There were no further patient complications reported.